Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the pain stimulation never worked. The patient wanted to get it removed but was advised that it could not be done. The battery on her patient programmer died, and the patient just stopped using it. There were no further complications reported.